Event description:
The reporter received indicated that the wire kinked. Subsequent info described the problem as a "bulk" or "lump" on the wire. As described, it appeared as if there was extra metal on the wire. The deformation was very small as it was not easily visible. The problem was identified prior to pt insertion; the physician "felt something odd" near the tip of the wire. As a result, the physician did not use the wire. The product was returned for eval and engineering analysis identified the material on the wire was an unk fiber.

Manufacturer narrative:
During an attempt to pass a ptca balloon catheter over a regatta steerable guidewire, a "lump" was found on the wire that would not allow the balloon catheter to pass over it. As reported, another wire was used for the procedure. Analysis of the returned wire determined that the "lump" was actually a fiber that had attached itself to the wire at the proximal solder joint. No other anomalies were identified. A review of the mfg records could not be done without a lot number. Although the root cause has not been conclusively identified, actions to add add'l inspections during the mfg process have already been implemented.